Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The field representative stated that the patient was brought into the office for evaluation, however the out of range shock impedance measurement was unable to be reproduced. Subsequently the physician has opted to monitor the patient. No adverse patient effects were reported.